Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental is being filed to correct the previous decision as there is no reportable allegation against the product itself. Boston scientific does not consider this to be a reportable event.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection. There were no adverse patient effects reported. The rv lead will not be returned. Additional information from the field representative indicated that the right ventricular (rv) lead was not involved in the infection allegation. There were no additional adverse patient effects reported. The right ventricular (rv) lead remains in service.